Manufacturer narrative:
H9. After additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Manufacturer narrative:
The device was returned for an investigation. The reported event of unexpected shutdown was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown.

Event description:
It was reported that a device unexpectedly shut down while a patient was under treatment. There was no patient harm reported.